Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the manufacturing (B)(4). Manufacturing date: 15.apr.2003, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during placement of a liss system for a non-union of a tibia fracture, after the reduction was completed and upon removal of a pull reduction instrument, it was found that the drill tip was broken off. Tip of drill remained retained in the bone. There was no surgical delay or further patient harm reported. Procedure was completed successfully. No additional information was available. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was performed for the subject device. One pull reduction instrument for liss (part number 324.033, lot number: 2060811, mfg date: 15apr2003) was received with the following complaint description: ¿during placement of a liss system for a non-union of a tibia fracture, after the reduction was completed and upon removal of a pull reduction instrument, it was found that the drill tip was broken off. Tip of drill remained retained in the bone¿. The pull reduction instrument for liss is part of the less invasive stabilization system which allows percutaneous plate insertion and targeting of screws in the proximal tibia. The instrument is used for: minor varus-valgus adjustment, translational adjustments, stabilizations of plate-bone orientation during insertion of the first screws, alignment of segmental fragments, predrilling dense or thick cortical bone before placement of a 5mm locking screw to prevent the screw drilling flutes from filling before the screw is fully inserted per the technique guide. The associated drawing was reviewed. During the investigation no product design issues or discrepancies were observed. Upon visual inspection of the push pull device approximately 28 mm of the distal tip is missing from the device and was not recovered as per the complaint description. This complaint condition appears to be the result of applying high force on the instrument causing it to break and/or during the operation an application error may have taken place. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.